Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed incoming functional testing for sensitivity output amplitude. This test was reran ten times and it failed two out of the ten times, it was determined the device had intermittent operation. It was also noted that the lower case and side bail cover was broken. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.